Event description:
It was reported a pericardial effusion and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. A physician at another facility, not the implanting site, reported to a boston scientific representative that 2+ days post procedure the patient presented to their facility with shortness of breath and chest pain. The patient reported they had been driving and had a near syncopal episode. The physician found a circumferential pericardial effusion and also observed a thrombus on the recently implanted closure device. A pericardiocentesis was completed to treat the effusion removing approximately 500cc of red fluid over the course of a few days. The patient had presented to the facility currently on a medication regime of eliquis but was changed to warfarin by this secondary physician to minimize bleeding. There were no further patient complications, and the patient was discharged. It was further reported the patient arrived at the non-implanting site on (B)(6) 2025.

Manufacturer narrative:
B3 date of event: corrected from 08/23/2025 to 8/29/2025. B5 describe event or problem: updated with additional information received.

Event description:
It was reported a pericardial effusion and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. A physician at another facility, not the implanting site, reported to a boston scientific representative that 2+ days post procedure the patient presented to their facility with shortness of breath and chest pain. The patient reported they had been driving and had a near syncopal episode. The physician found a circumferential pericardial effusion and also observed a thrombus on the recently implanted closure device. A pericardiocentesis was completed to treat the effusion removing approximately 500cc of red fluid over the course of a few days. The patient had presented to the facility currently on a medication regime of eliquis but was changed to warfarin by this secondary physician to minimize bleeding. There were no further patient complications, and the patient was discharged.